Event description:
(B) (4). Same case as: 2134265-2010-02590. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced ck-mb(creatine kinase mb) elevation. Lesion 1 was 80% stenosed moderately calcified, 2.5mm in diameter, 10mm long portion of the ramus. The lesion was treated with direct stent placement of a 2.50x20mm taxus liberte stent. Post-dilation was performed with 0% residual stenosis. Lesion 2 was 70% stenosed severely calcified, 3.5mm in diameter, 30mm long portion of the 1st obtuse marginal (om). The lesion was treated with direct stent placement of a 3.5x38mm taxus liberte stent. Post-dilation was performed with 0% residual stenosis. Prior to discharge, the patient was reported as having a post procedure ck-mb elevation. Cardiac enzymes were drawn. The subject was discharged on aspirin and prasugrel. The event was considered resolved without residual effects.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)